Event description:
As reported by the dapt , a patient underwent revascularization of target vessels due to angina approximately nine months after the index procedure. At the time of index procedure, the patient had a stenting of three drug eluding stents with two stents in the plad and one stent in the 1st obtuse marginal. It was reported that post procedure residual stenosis was 0% with timi iii flow. There were no procedural complications noted and the patient was discharged the following day. Approximately nine months after the index procedure, the patient underwent revascularization of plad and obtuse marginal due to angina. Upon presentation, the patient was found to have progressive coronary disease with a new 95% stenosis in the plad lesion and 90% stenosis in the obtuse marginal lesion. It was reported that the new lesions did not involve the previously placed stents in the plad and 1st obtuse marginal, but it was unknown if the new lesions were within 5mm of the previously implanted stents. The residual percentage of stenosis was noted as 0% for both lesions. The outcome of the event was recovered/resolved and the patient was discharged the following day. According to the investigator, the event of angina with pci was mild in intensity, and not related to the study drug, cypher stent, or index procedure. According to the company assessment, the event of angina with pci was serious, anticipated and unrelated to the cypher stent.

Manufacturer narrative:
Concomitant medications included aspirin, atorvastatin, plavix, crestor, imdur, and lipitor. Complaint conclusion: the complaint received states that this dapt patient had restenosis approximately nine months post index procedure. As reported by the dapt, a patient underwent revascularization of target vessels due to angina approximately nine months after the index procedure. This is a (B)(6) male patient with no documented medical history. At the time of index procedure, the patient had a stenting of three drug eluding stent; two stents in the plad and one stent in the 1st obtuse marginal. It was reported that post procedure residual stenosis was 0% with timi iii flow. There were no procedural complications noted and the patient was discharged the following day. Approximately nine months after the index procedure, the patient underwent revascularization of plad and obtuse marginal due to angina. Upon presentation, the patient was found to have progressive coronary disease with a new 95% stenosis in the plad lesion and 90% stenosis in the obtuse marginal lesion. It was reported that the new lesions did not involve the previously placed stents in the plad and 1st obtuse marginal. The residual percentage of stenosis was noted as 0% for both lesions. The outcome of the event was recovered/resolved and the patient was discharged the following day. According to the investigator, the event of angina with pci was mild in intensity, and not related to the study drug, cypher stent, or index procedure. The stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel lesion and patient factors may have contributed to the reported event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00097, 3003742446-2012-00098, and 3003742446-2012-00099.